Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the ipg was unable to communicate with the external devices. The ipg had not been charged in three years nor had the patient received stimulation in three years. Further follow up with the physician is pending.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported he last recharged his ipg approximately four months ago and is no longer receiving stimulation. The ipg was unable to communicate with the programmer. Follow up information identified the issue was confirmed by the sjm representative that the ipg is unable to communicate with the external devices. The patient stated it had only been two months since he lost stimulation and was unable to recharge his ipg. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identiifed the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy has been resumed.